Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, heavily calcified, mid left anterior descending (lad) coronary artery. A 3.00 x 38 mm xience expedition stent was successfully deployed. At some point following deployment of the stent a dissection was observed. A 3.00 x 15 mm xience xpedition stent was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided. No additional information provided.